Event description:
Available log back to (B)(6) 2017 - incidents may exist prior. Collimator light continues to go out. Technician out and reviewed logs d/t report of previous incidents. Replacement lamp ordered.